Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. Conclusion code no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: conclusion code no longer applicable.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving fentanyl (5 mg/ml at 1.8 mg/day) and clonidine (200 mcg/ml at 72 mcg/day) via an implantable pump for spinal. The healthcare provider was paged with a patient in the ER (emergency room) on (B)(6) 2016. An active motor stall was confirmed via interrogation. The patient did not recently have an MRI (magnetic resonance imaging). No reason was obvious and the stall appeared to have occurred while the patient was sleeping. The patient experienced flu-like symptoms, which were considered sudden. The pump was set to minimum rate and the patient's withdrawal symptoms were managed orally and with a patch. The patient was stable and awaiting replacement. The patient's medical history and concomitant medications included were not provided. If additional information is received, a follow-up report will be submitted.